Event description:
The doctor reported right side capsular contracture grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat, wear abrasion, deformation device and weight to the spec. Cloudy and bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional nformation is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported right side capsular contracture grade IV. The device has been explanted.